Event description:
It was reported that the caller could not establish telemetry using the patient programmer and the 8840 programmer. There was no electromagnetic interference present. The caller did not have the historical settings necessary for a longevity calculation. It was also reported that the patient experienced a shocking sensation in their foot 8 to 9 months ago while stimulation was turned on. The patient turned down the amplitude and the device worked fine. It was noted that the patient had experienced a fall, but it was on the other side of their body and they could not recall if it was around the time of the shock. The patient also experienced a loss of therapeutic effect, starting 6 weeks ago. The patient did not recall seeing any elective replacement indicator messages on the programmer. Additional information received reported that the cause of the event was the patient fall. A revision / replacement was to be scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4), lead model 3889-28 lot# v219500 implanted: (B)(6) 2009 explanted: na, lead model 3889-28 lot# v219500 implanted: (B)(6) 2009 explanted: na.